Event description:
It was reported that the bed lost power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: bed to be replaced.